Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g3, h2 and h10. Additional information from the customer states three was no error observed on the unit when the event occurred. The device was inspected prior to use with no abnormality observed. All the equipment connections were inspected with no issue found. The unit is manually cleaned.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2. The report also includes the device evaluation and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country sweden. The suspect device has been returned to olympus for evaluation. The olympus service center completed a full technical evaluation in accordance with the specifications. Extensive tests were carried out for 48 hours with different kinds of devices such as flexible video cystoscopes, camera heads and endoeye videoscopes. Testing was unable to reproduce the event reported by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the image noise could not be reproduced during evaluation of the device. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. The unit will be returned to the regional repair center (rrc) for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, there was image noise which cause no image to be observed with any endoscope the unit was tested with. There was no patient involvement.